Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The facility scrub technician reported a system message displayed during surgery. The system was switched out and the case was completed as planned. The scrub technician stated the system did not shut down on its own. A 10 minute delay was noted. No patient injury was reported.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting the system. The tss advised the customer to reboot the system from the main power switch. The customer stated the lamp hour was 94. The tss advised the customer to replace the lamp. The system was working fine after the lamp module was replaced. The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).